Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer is calling to report motor error alarms. Customers blood glucose was unknown at the time. Troubleshooting was not performed. The product is not expected to return.